Event description:
The reporter stated the back haptic of an aq2015a silicone aspheric three piece lens was reported as being caught between the injector and cartridge and ripping off. There was no pt contact. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - other (lens caught between injector and cartridge) - (B)(4).